Event description:
It was reported a patient with an implanted vena cava filter presented to the ER with shortness of breath, sepsis, metabolic acidosis, pleural effusion, and pe. Additionally, the pt was discovered to have low venous pressure and floating debris. The filter had been implanted for 3 months and was initially placed at or above the renal veins. It was noted at the end of the implant procedure that 2 filter arms were in the right renal vein. Also, at that time the filter appeared slightly tilted. The patient was admitted to ICU and a central line was placed. A CT scan was done and one of the filter limbs appeared to have perforated the vena cava and was thought to be puncturing the pancreas. A venacavagram was done and the apex of the filter was determined to be in the right renal vein and the filter was tilted 85 degrees. The doctor attempted to retrieve the filters with a snare and a recovery cone, but was unsuccessful. A competitor's filter was placed below the existing filter. Abdominal paracentesis was performed following the placement of the 2nd filter as the patient was exhibiting ascities. One hour following return to ICU after the procedure, the pt became asystolic and expired. Patient status was dnr. An autopsy was not performed.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample will not be returned for evaluation as it was not explanted. As stated in the relevant history, the patient had a complicated clinical history. Of significance, the patient was admitted in septic shock and had thrombocytosis. Anticoagulation was discontinued two months prior to the event. The patient was also on steroids for pulmonary fibrosis. As an autopsy was not performed, the origin of the pulmonary emboli and the cause of the ascities are unknown. As of this date, the death certificate has not been released by the hospital. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter or originated from superior or collateral vessels. Precaution: in patients with continued risk of chronic, recurrent pulmonary embolism, patients should be returned to anti-thrombotic therapy as soon as it is deemed safe. As stated in the event description, the filter was placed at or above the renal veins and two of the filter arms were seen in the renal vein at initial implant. The current IFU (instructions for use) states the following: precaution: position the filter tip 1 cm below the lowest renal vein.